Manufacturer narrative:
This report is being initiated following an FDA field audit, recommending a complete review of past complaints. This filing is a result of that review. An eval of the device was performed on (B)(6) 2009. The investigation found several holes around the tissue expander port caused by a needle or other sharp instrument. The pin holes were the cause of the malfunction. The pin holes could only have been caused during mishandling at the user facility, not in mfg.

Event description:
The hosp contacted pmt to report leaks in the expander. We have not confirmed if the tissue expander was replaced or if the treatment was not completed.